Manufacturer narrative:
(B)(4).the field service engineer (fse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
Received information stating that an 840 ventilator had an inoperable display while vent was in use on a patient. There was no patient harmed or injured as a result of the event.